Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to carelink. No upload or download anomalies were noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicates that the customer has been experiencing low blood glucose levels for the past 2 to 3 months.. The customer did not provide their blood glucose levels at the time of the incidents. The customer stated that they treated their lows with food and tablets. The customer alleges that the insulin pump over delivers insulin because they would go to bed with 70 units of insulin and wake up the next day to discover an empty reservoir. The customer mentioned that they use the auto mode feature on the device. The customer was assisted with troubleshooting. The customer returned the insulin pump back for analysis.